Event description:
Report of formal claim received from kennedys regarding left side pinnacle corail hip implants. No confirmation of revision received and no reason for potential revision provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report of formal claim received from kennedys regarding left side pinnacle corail hip implants. No confirmation of revision received and no reason for potential revision provided no further details were provided and the product was unavailable for return. A complaints database search could not be conducted as no product codes were provided. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).